Event description:
After tying the knot, the suture broke at the base of the knot. The anchor was left in and repair was completed with another anchor placed next to it as a slap repair. All of the sutures were removed, so there was no fixation with the first anchor.

Manufacturer narrative:
Device was not returned for eval.